Event description:
Healthcare professional (hcp) reports 2 fiber leaks noted by blood in the dialysate compartment during pt treatment. The dialyzers were reused prior to the reported events, exact number of times unknown. Hcp reports no pt injury or need for medical intervention.